Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle librelink while wearing the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia of 26 mg/dl, in a semi-unconscious state and was unable to self-treat requiring third-party administration of glucose intravenously by a family member for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the freestyle librelink while wearing the adc device in use with (samsung galaxy a53 5g ,unk application , unk software). The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia of 26 mg/dl, in a semi-unconscious state and was unable to self-treat requiring third-party administration of glucose intravenously by a family member for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink apps and the samsung galaxy a53 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Successfully received high and low glucose alarms on android 13, 2.8.4.933 using a known good libre 3 sensor. No issues were identified with librelink application. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.